Event description:
It was reported that the drive support cap was loose. The customer's blood glucose reading was 191mg/dl. Troubleshooting was performed, and the customer stated that the insulin pump over bolusing and under bolusing. The mother mentioned having several low blood glucose episodes in the past week, and she went higher on the weekend. The caller stated that the drive support cap was loose. Advised the mother to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.